Manufacturer narrative:
The device history records were reviewed and no anomalies or non-conformances were identified. A review of controller data downloaded of treatment hours indicates the unit treated for 1 day, 10 hours and 24 minutes. Visual inspection of the unit confirms that no exposed wiring was observed. Further review of other components received as sinalpak unit, charger, ac adapter, cable assemblies and two (2) batteries confirmed they operated/function as intended. The reported claim could be associated with a side effect / clinical condition of the patient which is unknown. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation.

Event description:
The patient advised she started using the stimulator and noticed the pain right away. She stated she called her doctor who advised her to discontinue use. She reported three to four days after ceasing use of the device the pain went away. The patient provided additional information on (B)(6) 2015, she reported about a week after the pain subsided she started using the unit again and the pain was so bad she had trouble walking and couldn't use her lower back. She stated she visited her doctor who told her to stop using the device and prescribed her pain medication. She reported it was either vicodin or percocet, she was unable to confirm which medication was prescribed.